Event description:
It was reported that the patient had been sick and was in the hospital and lost fifty pounds. It was further noted that she had ¿saddle bags¿ on her spine to hold the implantable neurostimulator (ins). The ins was removed and the wires were cut but the ¿saddle bags¿ were left implanted in her. The patient wasn¿t told she would get scar tissue but did get scar tissue from the device. The patient wanted an ID card that showed she only had ¿saddle bags¿ left implanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7435 lot# serial# (B)(4) implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 7495lz51, serial# (B)(4) implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998, lot# la2377, implanted: (B)(6) 2002, product type: lead. Product ID: 3998, lot# la2377, implanted: (B)(6) 2002, product type: lead. (B)(4).